Manufacturer narrative:
A customer in vietnam notified biomérieux of discrepant results in association with the vitek ms system (ref. 410895, serial number unknown). The customer indicated obtaining misidentification results and ¿no identification¿ results. Investigation: the investigator reviewed the device history record. No capas nor non-conformities for vitek® ms instrument can be linked to this customer¿s report. Fine tuning: fine tuning status was good at the time of acquisition, and according to the vilink alert tool criteria no fine tuning was needed during the tests made on 27 oct 2021. As the fine tuning report made before the identifications issues was not provided, it was not possible to verify if all the mandatory fine tuning criteria were in conformance with specifications. Spot preparation quality: the customer¿s spot preparation quality was not optimal. The calibrator and sample ¿all peaks¿ values were heterogeneous. Knowledge base (kb) review: the expected organism identification is unknown. Sample data analysis: the potential misidentification was obtained from the spectra having a low number of peaks (33) which is near the acceptable limit for giving an ¿identification¿ result or a ¿no identification¿ result (30). The quality of spectra seems to be not optimal. In addition, there is a high number of spectra (7 of 10) with ¿not enough peaks¿ leading to ¿no identification¿ results. This could be explained by a non-optimal spot preparation (incubation time, biomass). Testing by sequencing method is necessary to confirm the strain identification. The strain seems to be a species out of vitek ms knowledge base because the system gave ¿no identification¿ result from good spectra. The following system limitation is mentioned in the vitek ms v3.2 knowledge base user manual ref. 161150-924-a: ¿* testing of species not found in the database may result in an unidentified result or a misidentification. * interpretation of results and use of the vitek ms system require a competent laboratorian who should judiciously make use of experience, specimen information, and other pertinent procedures before reporting the identification of test organisms. Additional information known to the user, such as gram stain reaction, colonial and cellular morphology, and growth aerobically or in co2 should be considered when accepting vitek ms results.¿ root cause: non optimal spot preparation. System limitation (species out of knowledge base).

Event description:
A customer in vietnam notified biomérieux of organism misidentification in association with the vitek® ms. Summary: sample tested were colonies isolated from a fn plus blood culture bottle which flagged positive after 45.3 hours of incubation. The positive bottle specimen was gram-stained, resulting in gram positive cocci or bacilli (the customer was unsure regarding the organism type). The customer cultured the positive bottle in both aerobic & anaerobic conditions; after approximately five (5) days of incubation, they observed small colonies on only anaerobic plates. On (B)(6) 2021, the vitek ms resulted in "no identification" after three (3) attempts of testing the sample spot. The customer again cultured from the positive fn plus bottle and observed colonies after five (5) days incubation. On (B)(6) 2021, the vitek ms resulted in "no identification" after five (5) attempts of testing the sample spot. The customer prepared a new spot, and tested it five (5) times: first two tests "no identification". Third test identified two organisms (50% vs 49.9%); organism identifications were not provided by the customer. Fourth test identified rothia 99%. Fifth test identified brevibacterium 99%. No testing via alternate method was indicated by the customer. The correct organism identification is unknown. Therefore, it is unknown if the tested organism is included in the vitek ms v3.2 knowledge base. There is no indication or report from the laboratory that the discrepant results led to any adverse event related to any patient's state of health.